Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was that the device was prepared as per dfu, that there was no damages noted to the packaging prior to opening. There was friction or resistance felt while the coil was advanced through the introducer sheath , and continues flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this event of ' main coil prematurely detached separated during use'.

Event description:
It was reported that during coil embolization procedure in a patient with ruptured cerebral aneurysm, the subject coil got prematurely detached in the microcatheter while repositioning the subject coil to try to engage with the aneurysm. Prematurely detached subject coil was removed together with the entire microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during coil embolization procedure in a patient with ruptured cerebral aneurysm, the subject coil got prematurely detached in the microcatheter while repositioning the subject coil to try to engage with the aneurysm. Prematurely detached subject coil was removed together with the entire microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.